Event description:
Patient called in to report receiving a wrench & service error code. The patient further stated that they received the code after changing out the batteries. Customer care troubleshooted by instructing the patient to reboot the system. The service error code cleared. The issue was resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.